Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a physician requested technical services (ts) a review of this implantable cardioverter defibrillator (ICD). Upon review, ts observed that this device delivered anti-tachycardia pacing (atp) and shocks. The electrograms (egms) showed arrhythmias ranging from atrial fibrillation (af) with rapid ventricular response (rvr), with the patient intrinsic rhythm accelerating to ventricular fibrillation (vf), as well as possible ventricular tachycardia (vt) and sinus tachycardia. Ts discussed that the delivered therapy appeared appropriate; however, consultation with cardiology was recommended to confirm that all therapy was appropriate. No additional adverse patient effects were reported. This device remains in service.